Event description:
Device was implanted in 4/96. Revision surgery was performed on 9/19/96, due to fracture of cable plate.

Event description:
Device was implanted in 4/96. Revision surgery was performed on 9/19/96, due to fracture of cable plate.